Manufacturer narrative:
E1 phone number continued: (B)(6). A review of the device history record has been completed. No deviations or non-conformance's noted. The event of granuloma is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: granuloma, rupture.

Event description:
Healthcare professional reported "rupture" "silicone gel has touched the patient", "silicone leakage", "silicone nodules" and "axillary siliconomas". This record is for the left side. Device was explanted.

Manufacturer narrative:
Device evaluation: per the investigation procedure, the device is analyzed through visual inspection microscopic inspection if openings are observed and a weight verification. Per the analysis performed, the assessments of the complaints and any potential manufacturing issue are displayed along with any further actions required: ¿ rupture: observed multiple openings through microscopic inspection 1 opening assessed as fold flaw opening and two openings assessed as surgical damage. ¿ granuloma: unable to observe through visual inspection as it is a physiological phenomenon. None of the other observations performed during the device analysis creases, non-penetrating nicks and wear abrasion are found to be potentially related to the manufacturing process, and, therefore, no further actions are required for these observations.

Event description:
Healthcare professional reported "rupture" "silicone gel has touched the patient", "silicone leakage", "silicone nodules" and "axillary siliconomas". This record is for the left side. Device was explanted.